Event description:
On (B)(6), 2011, a doctor alleged that three (3) patients experienced the debonding or fracture of posts and one (1) patient experienced a composite failure after the use of etch gel and placement with bond 1. The doctor was not definitive as which of the two products were involved in the restoration failure of each patient. Two (2) reports will be submitted for each patient; one report for each of the alleged products; therefore eight total reports will be submitted. This is the third of eight reports with regard to patient #2 and the debonding of post.

Manufacturer narrative:
During removal of a temporary, a stainless post placed with etch gel, bond 1,cement it and build it debonded. The customer re-cemented the post with fugi plus. The products involved in the alleged incidents were not returned. An evaluation of adhesive strength was performed on the retain sample yielding results within specifications.

Manufacturer narrative:
The product involved in the alleged incident was returned and evaluated for adhesive strength, yielding results within specifications.